Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5108524). The patient has alleged headache, stuffy nose and sinus problem. The user has must take benadryl each morning to get through the day. There was no report of serious patient harm or injury. The device was returned to manufacturer but not yet evaluated. The investigation is on-going. A final report will be submitted when the evaluation is complete.